Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the insulin pump screen and critical insulin pump error. The customer¿s blood glucose was 111 mg/dl. Troubleshooting was performed. Customer also reported that device labels, including serial number and dome label stickers was missing, removed, worn, faded, or damaged. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.